Event description:
It was reported that while using a bd eclipse needle or a pt injection, the clinician obtained a needle stick injury. The clinician stated that a portion of the needle remained exposed after fully activating the safety mechanism. The clinician was evaluated in the ER and routine post exposure lab work was done for both the clinician and source pt. The clinician also rec'd antiretroviral medication post exposure.

Manufacturer narrative:
A sample is available for eval. A review of the device history record revealed no irregularities during the mfg of the reported lot number 4202300. (B)(4).